Event description:
The report stated that the customer experienced high bg levels (269-388mg/dl) with small ketones despite having administered multiple correction boluses. No kink or blood in the cannula was reported. The pod was removed and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.